Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on; (B)(6) 2014 a long jpfna ((B)(4) proximal femoral nail) was used for a femoral subtrochanteric fracture case. During drilling, the reamer interfered with the guide wire and broke off from the root. The blade was inserted without the guide wire. Checked by the image, the blade was not seated in the optimum position. The surgeon tried to extract the blade, but could not. The blade was finally extracted by removing the whole device. The blade and the impactor got stuck and could not be separated. Eventually another size blade was inserted using an extraction screw. It was also reported that there was a two hour surgical delay. This report is for one unknown guide wire this report is 4 of 4 (B)(4).

Manufacturer narrative:
Device use for treatment, not diagnosis. This report is for an unknown guide wire. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.